Manufacturer narrative:
A field service engineer has been on site and started the investigation. Three printed circuit boards have been replaced. The replaced parts have been requested but not yet received. A supplemental medwatch report will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the ventilator was making a noise and failed the flow transducer test during pre-use check. There was no pt involvement. (B)(4).